Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev d / 2014. Alerts and alarms 10 / page 125. Hazard alarms are continuous tones. If the alarm is not acknowledged immediately, the pod will periodically generate an intermittent alarm tone and then return to the continuous tone. Warning: when a hazard alarm occurs in the pod, all insulin delivery stops. Failing to address the situation could result in hyperglycemia. If you had a temp basal or extended bolus running when the hazard occurred, the pdm will remind you of this. Due to the serious nature of hazard alarms, you must act promptly to resolve them. Checking your blood glucose 7 / page 95. Warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Patient reported an advisory alarm during pod operation. Patient noted blood glucose (bg) meter read high (> 500 mg/dl) and large ketones were present. Upon removal of the pod, patient became aware that the cannula was bent and pod was discarded. Pod was worn on leg between 1 and 4 hours. Patient treated his high blood glucose via manual delivery of insulin.